Event description:
It was reported that the biomed had an arctic sun device that was sent down for getting an alert 61 a startup, alert 61 (non-recoverable system error) repeats every time they turn it on. Per additional information updated from wo on 09may2025, gave part number and price for new processor board. Per additional information received via task on 29may2025, the replacement display came in on friday opened the box up this morning and it was broken.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed processor board. The alert repeats every time they turn the device on. Replacement parts and price provided. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was sent down for getting an alert 61 a startup, alert 61 (non-recoverable system error) repeats every time they turn it on. Per additional information updated from wo on 09may2025, gave part number and price for new processor board.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.